Manufacturer narrative:
(B)(4).

Event description:
The patient reported: "it doesn't work - never has." The patient used to call the technician and he would tell the patient how to adjust. No luck. The patient finally gave up. The patient wished they had never had it done. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that it was supposed to control nocturia, but did not. The patient would call for assistance and was instructed how to adjust it. It would work for 2 nights, then back to nocturia. It was reported that there were no changes that led to device never working. The patient was currently experiencing no bladder control and most wear pads day and night. It was noted that the situation has not been resolved.